Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardiac monitor (icm) exhibited intermittent undersensing. Programming changes were made. There were no patient consequences.